Manufacturer narrative:
Image analysis the customer returned one image. The image shows a detached tip on a surgical table. Product analysis the device was returned along with the detached tip/housing. The tip detached distal to the anchor pockets, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the h1-lx-7fr std tip us device, tip damage occurred. The device was used in a procedure targeting a calcified lesion in the mid-section of the left popliteal artery. The sheath used was a non-medtronic 7fr 45cm, and the guidewire was a .014 non-medtronic. The device was passed through a previously deployed stent.it was reported that tip damage occurred during the procedure. The physician was making a pass in the distal sfa/popliteal area and noticed it was looking and acting differently. As the physician to remove the device from the patient, as it was coming through the hemostatic valve in the exit port of the sheath the nose cone detached. Despite these issues, the device was safely removed from the patient. There were no injuries or interventions associated with this event, and the procedure was completed successfully.